Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the package had any hole, tear, or puncture that compromised sterility? Was the seal open or incomplete?

Event description:
It was reported that during wound closure on (B)(6) 2018 suture was used. When the surgeon removed the suture from the package the suture material started disintegrating. A different suture device was used to complete the procedure. There were no patient consequences reported.